Event description:
A peritoneal dialysis (pd) patient reported experiencing drain complications during their continuous cyclic peritoneal dialysis (ccpd) therapy via a newly placed pd catheter on (B)(6) 2017. The catheter used by the patient was not a fresenius device and was placed on (B)(6) 2017. The patient was unable to finish treatment; however, reported no adverse event from the incomplete treatment. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient was provided with strict instructions not to lift heavy objects after the catheter procedure. However, the patient reportedly lifted two five-pound (lb) solution bags as a part of resetting up with new supplies for their pd therapy. The peritoneal dialysis nurse (pdrn) stated that the patient presented to the outpatient dialysis clinic with "slight" bleeding from the pd catheter exit site the following morning. During the clinic visit, the porn re-dressed the exit site and the bleeding stopped. The patient was instructed by the nephrologist to go to the hospital if bleeding continues. On (B)(6) 2017, the patient experienced another bleed form the pd catheter exit site, and as result, the patient went to the hospital and was admitted. Detail of the hospitalization course are unknown. It was reported that the patient had a large amount of dark blood observed on the pd catheter dressing site, and a small stream of venous blood around the catheter site upon removal of the pd catheter dressing. The patient was treated with direct pressure for thirty minutes and floseal around the catheter exit site. The patient's pd catheter exit site was then re-dressed with an occlusive dressing. Notably, the patient was kept in the hospital overnight for observation for any continued bleeding. The patient was also ordered for pd therapy (unknown products) with prophylactically for infection with the antibiotic vancomycin (unknown dose) intraperitoneal (ip). The patient was discharged and reportedly continues pd therapy without further reported issues. Ni this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).